Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a patient had an optease vena cava filter implanted and experienced retrieval difficulty due to the filter being embedded in the vena cava wall, and in addition strut fracture, caval perforation and tilt was noted. The indication for the placement of the filter was dyspnea and wheezing pre- gastric bypass surgery. There were no reported complications during the index procedure. The filter was placed in an infrarenal location and the patient tolerated the index procedure well. Approximately four months post-implant an unsuccessful attempt at retrieval was made. The procedural venogram noted that the filter was well positioned and patent with no evidence of thrombus in the vena cava or trapped within the filter. The exam also noted that the filter and hook appear to be embedded along the right lateral wall of the vena cava, with several struts that also appear to be embedded within the vena cava wall. An attempt was made to snare the device; however, the snare could not adequately grasp the filter and the procedure terminated. The reason for the venogram was listed as pulmonary embolism, it is unknown when the pulmonary embolism occurred, additionally the medical record lists medical complications as the reason for filter removal. The removal attempt was unsuccessful. There were no complications during the filter removal attempt procedure. On or about six years and eight months post implantation, during a computerized tomography (CT) scan for venous compression, chronic bilateral lower extremity edema which was worse on the left side, it was noted that the filter was fractured. The medical report for this scan states that the patient had a ¿trapease¿ filter as opposed to the other medical records which indicate that the patient had been implanted with an optease. The patient reports to currently suffer from stress and anxiety. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt, embedded, retrieval difficulty, perforation and strut fracture could not be confirmed. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Pulmonary embolism and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00279 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc), unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates, on or approximately four months post implantation, the patient presented to the hospital for an attempt to remove the filter percutaneously. The reason for removal attempt was a pulmonary embolism (pe). During the procedure, the filter¿s struts were noted to be protruded beyond the inferior vena cava (ivc) margin and the filter was embedded in the wall of the ivc. The removal attempt was unsuccessful. There were no complications during the filter removal attempt procedure. On or about six years and eight months post implantation, during a computerized tomography (CT) scan for venous compression, chronic bilateral lower extremity edema which was worse on the left side, it was noted that the filter was fractured. The medical report for this scan states that the patient had a ¿trapease¿ filter as opposed to the other medical records which indicate that the patient had been implanted with an optease. The patient reports to currently suffer from stress and anxiety. Originally, the patient underwent filter placement prior to gastric surgery. The patient had dyspnea, difficulty breathing and wheezing. There were no reported complications during the index procedure. The filter was placed in an infrarenal location. The patient tolerated the index procedure well.